Event description:
It was reported that the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. Based on the results of the investigation, and since the device was not reproduced, the definitive root cause of the reported issue could not be determined. However, failed leak test was due to hole in cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.